Manufacturer narrative:
The insulin pump was received with broken battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump had a cracks on the insulin pump and where the reservoir locks in there are pieces of plastic broken off. The blood glucose at the time of the incident was 95 mg/dl. The device will be returned for analysis.